Manufacturer narrative:
(B)(4).

Event description:
When placing the implant, the drill remained in the cannula and could not be removed. No patient consequences was reported. Additional information for affiliate 03/26/2018: the trocar and the sleeve were not welded together. Surgical delay was less than 30 minutes. No information available on how was the procedure completed. Yes alternatives were readily available another rigidfix has been placed. No surgical intervention planned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the complaint device was received and evaluated. Visually, the outer surface of the sleeve and trocar had striations and nicks, indicating there was a loose fit within the guide frame. The trocar interlocking pins are not present and could¿ve snapped off allowing the sleeve and trocar to cold welded together during drilling, thus confirming this complaint. Possible root cause for this failure could be that the interlocking pins on the trocar are not fully seated in the sleeve prior to the rotation of the trocar and two, the guide frame was out of alignment with the sleeve which both will cause the frame to bind up with the sleeve/trocar resulting in welding of the two parts. This failure can be attributed to user technique. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review into the depuy mitek complaints system no other complaints of any kind for this lot of devices that were released to distribution. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
(B)(4). The expiration date is currently unavailable.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
When placing the implant, the drill remained in the cannula and could not be removed. No patient consequences was reported.